Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a mobile density/thrombus was attached to the right ventricular (rv) lead. The patient¿s medications were adjusted and a new medication given. Three months later the patient had the repeat imaging which showed no clot and the new medication was discontinued. Then two months later an echocardiogram indicated increased echodensity on the rv lead; possible trabeculation. The physician noted that there is evidence of either a small debris or thrombin strand located along the lead or subvalvular apparatus but appears that this is different in density and reduced in size. An echo will be repeated in six months to assess whether or not there may be any progression of the echodensity noticed previously or the patient¿s cardiac function appear to be normal. The rv lead remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.